Event description:
It was later reported that the catheter was spliced on 2013 (B)(6). It was later reported that the patient recovered without sequelae as of 2013 (B)(6).

Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient experienced intermittent withdrawal symptoms. Symptoms included return of tone, spasms, clonus, itchiness and irritability. The reporter noted the symptoms were mild to moderate. Approximately 3-4 months prior to the report a plain film x-ray and catheter access port (cap) dye study were performed and results were normal. At that time, the patient was given at 50mcg bolus. The symptoms improved and the patient was sent home. The patient ¿did fine¿ for several months; however, the patient was recently seen again with the same withdrawal type symptoms. Another dye study was performed on the day of the report and some dye was found leaking alongside the catheter. It was noted that there may have been a microtear or ¿some issue¿ with part of the catheter integrity. A neurosurgeon was to be contacted to schedule a catheter revision. Following the dye study, the catheter was primed and the dose remained the same. The patient was managed with oral medication until the catheter revision could be scheduled. The oral medications were helping in managing the patient¿s symptoms and the patient currently ¿looks good¿. The device system delivered baclofen. It was later reported that the catheter was discontiguous and presumed damaged. The cap contrast dye study performed on 2013-10-11 showed the catheter was discontiguous proximally, extraluminal contrast was identified. It was indicated that the event resulted in patient hospitalization. The outcome was reported as ongoing.

Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: 2010 (B)(6); product type catheter product ID 8 596sc, serial# (B)(4), implanted: 2013 (B)(6); product type catheter. (B)(4).